Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr of lot # reuf1302 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there is a leakage during infusion near the cuff.